Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system's host pc was not booting up. Upon troubleshooting, the fse observed that the host pc was not booting up and indicated that the issue was with the host pc. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing the host pc by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.